Manufacturer narrative:
The reported event that the tethers prematurely deployed device without having misaligned them and that the tethers on the delivery catheter stayed misaligned and did not move back to the aligned position was not confirmed. As received, a tri-layer catheter was returned in one piece with the protective sleeve covering the docking cap. Visual and x-ray examination of the catheter did not find any anomalies. Tether control knob was found to be in aligned position, and tether mode control was in mid tether mode position. Unable to do functional test of the catheter due to the device not returned. Dimensional analysis was performed and found all measurements to be within product¿s specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device was implanted but the device's position was not stable. The physician re-positioned the device and after fixation, while performing a tension test the device prematurely separated from the delivery catheter. After release, the device exhibited intermittent capture that slowly improved with time. The delivery catheter was retrieved from the patient's body and it was noted that the tethers could not be aligned at times. The device remained implanted. The patient condition was stable.